Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. The screen was frozen due to moisture damage on the electronics. Moisture damage was also found on the motor.

Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 120 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.